Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation was abraded at 20.2 cm from the connector pin. Abrasions are indicative of exposure to friction with another implantable device.

Event description:
It was reported that the lead insulation exhibited an anomaly. The lead was explanted and replaced.